Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and no defects were found in the appearance of the product. Functional and visual tests were performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the input manifold assembly was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the device exhibited a continuous flow. There was no patient involvement, no injury was reported.